Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported deployment difficulty was able to be confirmed. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported deployment difficulty and delay in procedure are likely due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a superficial femoral artery, the 6.0 x 100 mm absolute pro stent deployment was started, and the stent was deployed approximately 1/3 of the way out of the sheath when the thumbwheel locked and the stent could not be deployed further. The stent delivery catheter was slowly removed and the stent was then able to be deployed. There was no adverse patient effect; however, site reports a clinically significant delay as troubleshooting was required to deploy the stent. No additional information was provided.